Event description:
(B)(4) - the dentist reported that 6 months and 2 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, 30n.cm of primary stability was achieved, the patient presented bone type IV and immediate implant was performed.

Manufacturer narrative:
Follow-up is being sent to correct information sent in field explanted date. Follow-up is being sent to correct information sent in field device code. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Manufacturer narrative:
Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4) - the dentist reported that 5 months and 2 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, 30n.cm of primary stability was achieved, the patient presented bone type IV and immediate implant was performed.